Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018, 8637-20 neuro pump, implanted: (B)(6) 2019, 8780 catheter, implanted: (B)(6) 2019, 8782 catheter, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. A review of the patient's implanted system revealed the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and atrial undersensing. The right ventricular (rv) lead exhibited undersensing. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.